Event description:
It was reported that during an unknown procedure, the clip was not fed into the jaws even though the trigger was grasped. The advancer seemed to be coming off. It was unknown which firing of the device this event occurred on. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Advancer and clip tab. The analysis results found that the el5ml device was returned with the shaft in good visual condition and not damaged as it was reported; upon visual inspection a clip was noted to be partially fed within the jaws. In an attempt to replicate the reported incident, the instrument was cycled and the tip of the advancer broke off from the device; however, the fed clip remained inside and it was removed with difficulties. The remaining clips were ejected and although there were no more clips inside the instrument, the orange indicator did not show up. The device was disassembled in order to evaluate the condition of the internal components and the tab from the clip track was found to be damaged with a scratch caused by the tip of the advancer; this condition led to the ejection of the clips. See pictures. In addition, no anomalies were noted with the orange indicator wheel and no conclusion could be reached as to what may have caused this failure. One possible cause for the advancer's breakage is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.